Manufacturer narrative:
This ra lead was explanted, but will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was noted this patient had a small ra, and was obese. The pocket fell 5 cm after the patient stood up. A new ra lead was implanted. There were no adverse patient effects reported.